Manufacturer narrative:
The reported complaint is confirmed. The returned used device, item c9961a, was inspected, per design print, found inner tube broken off at the tip, not at the weld location. Broken blade tip was also returned for the evaluation. The outer tube shows no signs of misuse. Critical dimensions inspected per print found no issue. This is technique dependent device and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found no other similar complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the handpiece IFU, customer has been informed to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the 2.9mm sterling gator, item (B)(4), lot 1001936, that occurred during a wrist arthroscopy procedure for cyst removal on (B)(6) 2019. It was reported that the issue was found during the beginning of the operation. It was reported that the breakage of the end of the shaver blade occurred during the second oscillation in the metacarpal joint. The doctor was able to recover the fragment; the broken piece was removed with surgical forceps (kelly type). The procedure was successfully completed but with an increase in tourniquet time and an increase in procedure time of 15 to 20 minutes. The surgeon confirmed that there was no impact or injury to the patient and the patient's current status is normal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.